Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Procedure: anterior lumbar interbody fusion l5/s1 during surgery, the screwdriver tip sheared off in the interface head of the screw due to the force that was used on insertion. The sheared tip was recovered and discarded by the surgical team. The screwdriver was put aside and a second screwdriver on the set was used to complete the operation. No delay to procedure, no ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.